Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had the whole system taken out in 2006 as the battery had died. The patient did not remember the exact date of explant or explanting doctor. No symptoms were reported.

Manufacturer narrative:
Concomitant products: product ID: 3487a, lot#: l72848, implanted: (B)(6) 1999, product type: lead. Product ID: 7495-51, serial#: (B)(4), implanted: (B)(6) 1999, product type: extension. Other relevant device(s) are: product ID: 3487a, serial/lot #: (B)(4), ubd: 02-nov-2003, UDI#: (B)(4); product ID: 7495-51, serial/lot #: (B)(4), ubd: 02-nov-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.